Event description:
It was reported that this right atrial (ra) lead exhibited non-capture in bipolar and triggered a lead safety switch (lss) due to a high out-of-range shock impedance measurement greater than 3,000 ohms. Ra lead fracture was suspected. Lead measurements in unipolar were 0.9v@0.4ms and 434 ohms. This ra lead remains in service and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. Environmental stress cracking (esc) was observed at approximately 55 from the terminal pin and on the surface only. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited non-capture in bipolar and triggered a lead safety switch (lss) due to a high out-of-range shock impedance measurement greater than 3,000 ohms. Ra lead fracture was suspected. Lead measurements in unipolar were 0.9v@0.4ms and 434 ohms. This ra lead remains in service and will continue to be monitored at this time. No adverse patient effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.